Manufacturer narrative:
Initial and final MDR (B)(4). - MDR . - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive issues with two infusion sets on (B)(6) 2026. The patient stated that the infusion set patch did not stick to the skin upon insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.